Event description:
It was reported that during surgery, the ratchet handle of the unit did not work, it keeps getting stuck. It is unknown if there was a patient impact or if a delay occurred. Due diligence is complete as no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.